Event description:
Tool broke during a surgical procedure, and the tool fragment fell into the pt's wound site. The fragment was retrieved without difficulty. There was no pt impact. The tool was not identified by lot and was not available for evaluation.